Event description:
The customer contact reported during preventive maintenance testing at the user facility it was noted the device was hot to touch and would not stay powered on. It was reported it sounded an alarm prior to power loss. The customer reported when the device was changed from ac power to dc power the device had a constant alarm and a blank display. During a review of the device history at the user facility a s339 (power down error-left) and s439 (power down error-right) malfunction alarm code were noted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.